Event description:
Programming history was reviewed. Settings and system diagnostics were observed. No additional relevant information has been received.

Event description:
It was reported after vns placement in 2018, the patient's seizures have radically changed for the worse. Patient has seizures every 3 days. Medication was reported to have not helped. No additional relevant information has been received.